Event description:
I got the essure implant as a permanent birth control method and have experienced several side affects since the installation. There was severe cramping and back pain immediately following the surgery. I reported this pain to the prescriber who administered it with no response. A few months into the device I started having cramping 2 weeks before and 1 week after my menstrual cycle. I have never cramped before this device. I suffer from bacterial infections occasionally has noticed the medications prescribed does not clear the infection. There seems to be a resistance to antibiotics. I have pride in my hair and the thickness of it. Since the installation of the device I began loosing a significant amount of hair. Today, (B)(6) 2015 I have to go ahead and get my hair cut off due to the amount of loss hair. I have experienced pain and swelling in the abdominal area that is unexplainable. My doctor has given me medicine for the swelling and wrongly diagnosis me with (B)(6) or (B)(6). The test results always come back negative. She argues that those diseases are the only thing that will cause swelling in that area. It is embarrassing to make these types of visits to the medical office. At his point I will be discussing next options with my physician. I was never informed that a hysterectomy is the only option to reverse the procedure.